Event description:
It was reported that, this right ventricular (rv) lead was surgically abandoned and replaced due to high pacing impedances out of range and high pacing thresholds. No additional adverse patient effects were reported.